Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that their insulin pump kept beeping, alarming, and vibrating without any messages. Blood glucose at the time of incident was 402 mg/dl. Customer treated with syringe. Troubleshooting occurred but issue was not resolved. Product will not be returned for analysis.